Event description:
The facility's technician reported a fail code. 550. The technician did not have info regarding whether the failure occurred during pt use or biomed testing. Additional contact info was requested but no additional contact was identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.